Manufacturer narrative:
UDI : (B)(4). Legal manufacturer: hcs buc - 283 rue de la miniere france buc yvelines, 78530. Device evaluation anticipated, but not yet begun.

Event description:
The gehc field engineer (fe) was servicing the table of the vascular system and was leaned on with his right hand on the table rail and resting on accessory rails and with the other hand the fe pressed the mushroom handle, the table moved by itself (motorized movement) by 30 cm and the fe finger was caught between the rail and the supporting elements of the cables causing a laceration and a fracture of a finger.

Manufacturer narrative:
An investigation was conducted by ge healthcare through the discussion with the field engineer, the analysis of the system logs and the testing and the autopsy of the smart box. The investigation showed that there is no system malfunction. There is no usability issue, and the instructions within the operator and the service manuals are deemed sufficient to preclude those errors. It is an isolated human error. An immediate action was taken by the service team to enhance the field engineer awareness to this risk. No other actions were deemed necessary.